Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient experienced multiple falls recently and the patient was experiencing a return of tremor. The hcp reported that the patient had an appointment with their primary hcp tomorrow. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the patient had failed to check their ins battery level, allowing it to expire. The device was replaced which resolved the issue.